Manufacturer narrative:
H3: analysis of the ins (s/n: (B)(6)) revealed that analysis observed no output or telemetry on the implantable neurostimulator (ins) and determined normal battery depletion. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction (incontinence, urgency, and/or frequency). It was reported that the rep met this patient at the request of the provider's office to assess their interstim device. Rep was unable to connect to the device and determined that it was most likely at end of service. Patient was then scheduled for a full replacement. When the hcp began the procedure, he noticed that the implant appeared to be superficial. He opened the incision and found a white, milky looking substance. He determined that to be infection. The patient was also found to have a ghost lead. The hcp cultured the would and sent tissue samples for culture. He removed the current in-use system and the ghost lead and asked the rep to send all explants to medtronic for evaluation. Per the hcp this patient will be treated with antibiotics before she can be re-implanted.

Manufacturer narrative:
H3: analysis of the ins (s/n: (B)(6)) observed no output or telemetry on the implantable neurostimulator (ins) and determined normal battery depletion. Continuation of d10: product ID 3889-28, lot# va24r2g, implanted: (B)(6) 2020, explanted: (B)(6) 2025 product type lead product ID 3889-28 lot# j0337434v, implanted: (B)(6) 2003, explanted: (B)(6) 2020 product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 3889-28 lot# va24r2g implanted: (B)(6) 2020 explanted: (B)(6) 2025 product type lead product ID 3889-28 lot# j0337434v implanted: (B)(6) 2003 explanted: (B)(6) 2020 product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.